Event description:
It was reported that there was an implantable neurostimulator (ins) revision occurring on (B)(6) 2013. The patient was having a wound issue and may have a pocket infection. It was unknown when the issue had begun. Additional information received reported that the therapy was not interrupted and it was strictly a wound revision. Additional information received reported there was no infection. The patient was recovering fine.

Manufacturer narrative:
Product ID: 3550-45, serial# unknown, product type: accessory. Product ID: neu_unknown _lead, serial# unknown, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).